Event description:
It was reported that the pt died 3 days post-implant due to complications related to an embolic event. It was reported that the pt's colon had infarcted, and a procedure was performed to repair it, but the embolization was to an extent unsuccessful.